Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. T2 was bent. T1 was fractured. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material documentation found a material certificate of analysis is required. An analysis of the enclosed image shows the distal end of a fast fix device. The suture and anchors are visible. The image is out of focus, so it's hard to make out detail. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360, t1 fractured during suturing. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.